Manufacturer narrative:
Copies of the patient's medical records were received which supports the initial report of bioprosthetic aortic valve endocarditis. Per the op report, she presented with pseudomonas bacteremia and a transesophageal echocardiogram (tee) showed a vegetation on the aortic valve. Her sepsis had since resolved and she was improved, clinically. She had embolic mi which she had also recovered from. Operative findings: endocarditis involving the aortic valve with a 1 x 1 cm diameter vegetation. There were also smaller vegetations. There also was infection along the leaflets themselves. After removal of the aortic valve, there was a small 1 x 1 x 1 cm abscess cavity between the left main coronary ostia and the left right noncommisure. This area was debrided back to health tissue and then closed with pledgeted sutures. A new edwards bioprosthetic valve was then implanted. Postoperative tee showed no evidence of aortic root abscess and a normally function aortic bioprosthetic valve. Based on the information provided, there is no change in the original conclusion of this case. No further actions are being taken.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 4 months due to prosthetic aortic valve endocarditis. The surgeon indicated that there was no malfunction of the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.